Event description:
Been having problems with my legs where circulation is not going through. Have problem with numbness. Taking several blood tests concerning dizziness to my head. Had to go to a doctor for my legs. Blood tests in 2009. Another test done. Blood test in the same month. Dose: tube. Frequency: 3 weeks. Route: oral. Dates of use: since 1965 to 2009. Event abated after use stopped: no.